Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had a dropped (physical damaged) pcu8015. After he replaced rear case and battery, the unit would not turn on. I recommended (B)(6) to replace logic board and the lcd display. (B)(6) would not be able to order logic board and lcd because these items were out of stock due to eol on pcu8015 with 4.7" display. (B)(6) understood the situation and he will retire the unit.